Event description:
It was reported that the patient underwent a transurethral resection of the prostate on (B)(6) 2026 and had a urinary foley catheter placed during surgery. On (B)(6) 2026, at 10:00 pm, the catheter slipped while the patient was using the toilet. When the nurse checked, the catheter was properly secured with two fixation points, but the balloon was deflated. A 20 ml saline solution was used to check the catheter, and it was found that the balloon was leaking. The doctor was informed, and after evaluation, the catheter was reinserted, which increased the patient's discomfort and risk of infection. The catheter was disposed of as medical waste, and the incident was reported as an adverse event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.